Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button properly and assisted with removing the pump case, although the customer ultimately decided the issue was not significant and chose to tolerate it without further troubleshooting.